Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation appears to have led to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngofiberscope had peeling of the adhesive around the light guide and objective lens. It was also noted that the coating on the insertion tube was peeling off. There was no patient involvement.